Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, an 18f ce manta was deployed for closure. When the physician pulled off to develop the green window during manta deployment, the tamper tube did not load. The thread was cut under skin level and manual compression was held. The patient had a bleeding complication during the initial procedure that was not at the puncture site. The patient experienced cardiac arrest during the intervention, and the physician reported the cardiac event was not associated to the manta deployment or device. Thirteen days post procedure the patient expired. According to the physician, the manual compression was not sufficient, and the death of the patient is not associated to the manta device. The device was not returned for investigation. Due to no return of the device, a root cause cannot be confirmed. The risk of access site complications leading to bleeding and failed hemostasis requiring manual or mechanical compression is written in the IFU as possible adverse events. There was no clinical harm beyond minor blood loss during operation, applying manual pressure and inconvenience for the user. In step 5: deploy device and seal puncture: while maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: customer reported: "incident happened on the (B)(6) 2021." At the end of a tavi procedure, the closure device remained stuck into the artery. Had a piece of thread remaining externally, the thread was cut. "There was no other closure, we compressed manually." Reported: "patient is alive. He had made a cardiac arrest during the intervention but without any link with the use of the manta." What happened with the manta is that they pulled to develop the green window and the blue tubing did not load. The thread was cut under the skin and then they made a manual compression. The device was not kept, was discarded." Additional information received october 29, 2021: customer replied: "the information from physician is that the patient deceased after the procedure. The death of the patient is not linked to the incident with the device." The patient had a bleeding complication during the procedure that was not at the puncture site. Manual compression was sufficient. The patient died of cardiac arrest.